Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed, causing some pacing to be inhibited. A technical services consultant reviewed stored electrograms and discussed the noise was mechanical in appearance, consistent with a lead fracture. The patient was not symptomatic during the episodes. The noise could not be reproduced, and an x-ray did not reveal any lead anomalies. Rv sensitivity was decreased in the device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The technical services consultant recommended a lead revision. It was later reported that the patient was admitted to the hospital pending a lead replacement procedure. Before the procedure, the physician performed a subclavian venogram that revealed an occlusion. The patient was rescheduled for a lead extraction and implant of a new system on the right side in two weeks. This investigation will be updated when further information regarding the scheduled procedure is provided.

Manufacturer narrative:
Boston scientific received additional information that this lead remains in service. The patient and lead continue to be monitored with the patient's home remote monitoring system. A lead revision was still intended, but has not been scheduled or performed. This report will be updated should further information be received.